Event description:
The product was occluded. The product was attached by a nurse who walked away and upon her return the patient's intra-cranial pressure had risen to a very high level. The system was replaced with another becker edms ii and the patient's pressure stabilized, death occurred two days later. The patient's condition was critical prior to the reported incident. Fatality was expected regardless of treatment.